Manufacturer narrative:
Updated section b3 date of event: to 14may2025 from 07may2025. The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, in-house testing of alinity I hiv ag/ab combo reagent lot 73715be00. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I hiv ag/ab combo assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 73715be00. In-house testing of a retained reagent kit of the complaint lot 73715be00 was performed. All specifications were met and no false non-reactive results were obtained, showing that the lot generates the expected results. In addition, the clinical sensitivity of the lot was evaluated by testing one commercially available seroconversion panel (zeptometrix hiv 9016). The seroconversion panel results were compared to architect hiv ag/ab combo test results provided by zeptometrix and the reagent lot detected the same bleeds as reactive. Note: alinity I hiv ag/ab combo is equivalent to architect hiv ag/ab combo as they share the same bulk reagents. Based on these data it was shown that the sensitivity performance of the complaint lot is not adversely affected. A device history record review did not identify any nonconformances, potential nonconformance or deviations associated with lot number 73715be00. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I hiv ag/ab combo reagent, lot 73715be00.

Event description:
The customer observed false nonreactive alinity I hiv results which questioned by the physician on a known hiv patient. The results provided were: initial on serum specimen =0.29 s/co (< 1.00 s/co=nonreactive) /repeated on ai31189 on plasma specimen =0.38 s/co /on roche cobas=slightly positive (no actual results provided) there was no reported impact to patient management.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false nonreactive alinity I hiv results which questioned by the physician on a known hiv patient. The results provided were: initial on serum specimen =0.29 s/co (< 1.00 s/co=nonreactive) /repeated on (B)(6) on plasma specimen =0.38 s/co /on roche cobas=slightly positive (no actual results provided) there was no reported impact to patient management.